Event description:
The esophageal bander was firmly pushed onto the end of the endoscope. Placement was confirmed by the gi nurse and the physician. The bander dislodged from the end of the scope during introduction into the patient's mouth. It was repositioned and it came off again. A second bander with the same lot # was loaded and it also came off the end of the scope. Unable to use the product on this patient. The patient was not harmed. Both products were saved. Other devices with this lot number were removed from supply availability.